Event description:
It was reported that the patient was experiencing tingling sensations in their legs. Surgical intervention was undertaken on (B)(6) 2023, where the pocket site was revised. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.